Manufacturer narrative:
(B)(4). Date sent: 03/31/2020. Additional information received: explant: (B)(6) 2020. Intra-op no hiatal hernia was noted. He was admitted post-op. Ongoing gerd. He was discharged when hemodynamically stable.

Manufacturer narrative:
(B)(4). Date sent: 04/29/2020. This file was originally reported under 3008766073-2018-00010. Explant of the linx due to ongoing gerd and moderate dysphagia occurred on (B)(6) 2017. After removal, a second linx device (model: lxmc17, lot# 16634) was implanted during the same surgery. Device analysis of the device that was removed on (B)(6) 2017 was completed by torax, medical. All additional information will continue to be captured under 3008766073-2020-00042. This patient was originally implanted on march 21, 2014 with a 15 bead linx device lot #5414, serial (B)(6). The 15 bead device was removed on (B)(6) 2017 due to a recurring hiatal hernia. At that time, the hernia was repaired and a 17 bead linx device was placed (lxmc17 lot # 16634). The lxmc17 device was removed march 4 at keck usc and went to pathology. Device evaluation: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. The visual analysis was consistent with an explanted device. The link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The DHR for lot 16634 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Date of event: only event year known: 2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the reason for removal of the linx device related to the symptoms that were reported, heartburn, cough, the return of gerd and hiatal hernia? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Was there any hiatal or crural repair done at the same time as the implant? Is the device available for return? If yes, please provide the contact name and mailing address for the return kit.

Event description:
It was reported, patient came into clinic today with complaint of heartburn, reflux and cough. He had a 1 cm hh shown on his 5-year egd ((B)(6) 2019). Dr. L. Will be scheduling him for a linx removal and partial nissen fundoplication. " patient had a video esophagram in (B)(6) 2019 which showed decreased motility and no hiatal hernia. The explant has not been scheduled.